Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving fentanyl 300mcg/ml at 24.03 mcg/day and sufentanil 200mcg/ml at 16.02 mcg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type I. On (B)(6) 2015, the patient's pump was alarming and error code 8476 occurred on the personal therapy manager (ptm). No patient symptoms were reported. Additional information has been requested regarding the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Upon review of additional information, the previously referenced correction number z-0497-2013 is no longer applicable to this event. The recall and notification distinctions also no longer apply.

Event description:
On 2015-11-16 additional information was received from a representative. They did not find out much information regarding the patient's motor stall. They stated it was possible that the patient had an MRI which prompted the motor stall code on their ptm. The pump had restarted, and it was operating without any difficulty.